Manufacturer narrative:
Spacelabs¿ technical support assisted the customer remotely during the event. The customer¿s biomed replaced the display. The customer confirmed that the central display issue was resolved and that monitoring had resumed. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of an ultraview sl central monitor that lost its display while monitoring telemetry patients for 7 minutes. No injury was reported with this event.